Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set pulled off by cabinet door while doing dishes event on (B)(6) 2026. No further information available.